Event description:
An orsiro was selected to treat a calcified lesion (100% stenosis degree) in a tortuous lcx. During introduction resistance was felt and the device was withdrawn. After additional pre-dilatation, stent was checked again and was softly touched but then the stent dislodged.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It seems likely that the root cause is related to external factors during procedure. Since a nipro guideplus extension catheter was used during procedure, it should be noted that the guideplus does not meet the requirements specified in the IFU.